Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the jaw on the vaso view hemopro showed debris and the pa believes it was picked up when the device was put through the cannula and adhered to the tips. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the hot jaw had some melted material on it. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. (B)(4).